Event description:
It was reported a patient underwent a total elbow arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2014 for unknown reasons removing and replacing the humeral components.

Manufacturer narrative:
The (B)(6) should have been the initial medwatch. The information in this follow up includes this initial information:

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates that the modular head and taper adapter were removed and replaced with a biomet active articulation liner and a biomet head. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2013 was due to pain. The patient&#38112;operative report noted metallosis, synovitis, and a bony spur. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates that the modular head and taper adapter were removed and replaced with a biomet active articulation liner and a biomet head. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2013 was due to pain. The patient's operative report noted metallosis, synovitis, and a bony spur. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.